Manufacturer narrative:
(B)(4).

Event description:
It was reported that the needle of the set meniscus mender ii disposable was found broken when open the box. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that one of the meniscal loops from the set was returned. The other devices were not present. The meniscal loop had broken off from the handle at the weld, but the handle was still secure in the package. There was some discoloration at the proximal end of the shaft near the weld. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawing found that the device packaging is specified appropriately. The complaint was confirmed and the root cause was associated with device design. Corrective actions have been implemented.

Manufacturer narrative:
The reported device, intended for use in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found upon packaging the needle is attached. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site.